Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunctions were confirmed. Based on the results of the investigation, the cause of the event was unable to be specified. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope, leading to a burn of the distal cover. The cause of the foreign material remaining was also unable to be specified since no anomalies leading to the foreign material remaining were observed from the complaint information. However, a definitive root cause for the reported malfunctions could not be specified. The event can be detected/prevented by following the instructions for use which state: labeling. Subject event 1: the distal cover had a burn. It was confirmed that instructions for evis lucera gif type 2tq260m operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ describes how to inspect for the event. Subject event 2: a foreign material in the nozzle. Instructions for vis lucera gif type 2tq260m reprocessing manual chapter 3, ¿cleaning, disinfection and sterilization procedures¿ section 3.3, ¿precleaning¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided regarding this event. It was observed during the device inspection, that the subject device exhibited foreign material in the nozzle.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital, added here due to character limitation in respective. Field.

Event description:
It was reported that the gastrointestinal videoscope exhibited burn marks on the tip of the scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide new pae found during evaluation. Updated fields: h6 component and medical device problem code.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the tip of the objective lens.